Event description:
It was reported that the patient had nerve damage during the permanent implant procedure which cause soreness and pain. The physician confirms the nerve damage. Intervention was unknown. The patient was reportedly recovering. No further information has been obtained despite.